Event description:
It was reported the external pulse generator (epg) was connected to a patient, and when it was attempted to be used, it failed. Another epg was used without further incident. The epg was sent to the biomedical engineering department and they stated that when doing a sensitivity check on an external pulse generator (epg), there were no led lights flashing. Technical support (ts) verified battery voltage and it measured 9.32 volts. The user decreased sensitivity to 20 and still an output but at 10 mv output diminished to almost zero. The user stated that while connected to a patient, there was no harm or adverse event. Ts suggested the epg be returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).